Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was removed due to wound dehiscence. The battery, lead and extension were all removed. The pt recovered without sequela.